Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 04:57:51 on (B)(6) 2022. From approximately 20:14:28 to 20:17:27, vt/vf was seen and again from 20:24:45 to 20:26:08 on (B)(6) 2022. CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient during these times at 20:17:28, the patient received a non-lifevest defibrillation. Rhythm at time of treatment was vf with electrode lead fall off. Post shock rhythm was asystole with CPR/motion artifact/electrode lead fall off. At 20:25:32, an arrhythmia was detected. ECG shows vt from 150-220 bpm degrading to vf with CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 20:26:08 on (B)(6) 2022. Per holter monitor the patient was in sinus rhythm @ 80 bpm with hb, CPR/motion artifact, and electrode lead fall off. The rhythm then degrades to vt from 200-220 bpm degrading to vf with CPR/motion artifact/electrode lead fall off at the time of electrode belt disconnection. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt have been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.